Manufacturer narrative:
This product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the led lights are not coming on causing no visual alarm. Notes section of the (B)(4) states: loose pc board causing lights to not appear. Reattached board to panel.